Event description:
It was reported that during use the needle separated from safety device and needle was stuck in patients arm with a bd safetyglide¿ needle. The following information was provided by the initial reporter: the needle separated from the safety device during use. The needle was stuck in the patient's arm and removed by the medical assistant. Additional information received from reporter: the needle was removed from the patients right arm by just pulling it straight out. About 1/2 the needle was sticking out of her arm. Patient did state that it was sore the next couple of days.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle separated from safety device and needle was stuck in patients arm with a bd safetyglide¿ needle. The following information was provided by the initial reporter: the needle separated from the safety device during use. The needle was stuck in the patient's arm and removed by the medical assistant. Additional information received from reporter: the needle was removed from the patients right arm by just pulling it straight out. About 1/2 the needle was sticking out of her arm. Patient did state that it was sore the next couple of days.